Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 10ml ll 21x1in tw india, the device experienced foreign matter in the sealed syringe fluid path component. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: customer observed fm/dust particles in sealed syringe (10-15 no.)

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2021-08-24. Investigation summary: two samples with sealed packaging were received by our quality team for evaluation. The team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand particles, were observed inside the syringe product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe 10ml ll 21x1in tw india, the device experienced foreign matter in the sealed syringe fluid path component. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: customer observed fm/dust particles in sealed syringe (10-15 no.).